Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: "started to move into my uterus¿ an office workup showed that one of essure implants may have migrated into the endometrial cavity'), uterine perforation ('perforation (uterus)') and genital haemorrhage ('abnormal bleeding (general)/bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included acute peritonitis. Concurrent conditions included nabothian cyst, adenomyosis, excessive menstruation, vaginal cuff dehiscence, nausea, vomiting, back pain and appendectomy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("right lower abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (total laparoscopic hysterectomy. Salpingectomy, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, uterine perforation, menorrhagia and complication of device removal outcome was unknown and the genital haemorrhage, abdominal pain lower, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, complication of device removal, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: removal procedure reported as :total hysterectomy (uterus and cervix removed) hysterectomy with bilateral salpingectomy. And hysterectomy (partial). Essure removal / revision surgery information were: you advised of any complications from your essure removal procedure? Yes. The content of the communication: reasons for removal of tubes and uterus. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: final diagnosis: uterus, resection: nabothian cysts, no evidence of cervical dysplasia, inactive endometrium, adenomyosis, focal, unremarkable serosa, no evidence of endometrial polyp, myometrial tumors, hyperplasia, neoplastic serous epithelial; proliferations or malignancy. Gross description: the endometrial cavity is 3.5 cm x 3 cm. There is a spiral metallic device occupying the right comu. The endometrium is tan to pink in color and smooth in appearance. On serial sections, the uterine corpus is without abnormalities. Another metallic device of similar characteristics as was previously described is identified in the left cornu. Ultrasound pelvis - on (B)(6) 2012: impression: small pelvic fluid. Status post hysterectomy. Normal. Appearance of the ovaries. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 26-jul-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: "started to move into my uterus¿, dysmenorrhea (cramping), perforation (uterus), right abdomen pain, genital bleeding. Plaintiff did not undergo an essure confirmation test, complication of device removal. New reporters information, concomitant conditions were added. Outcome of events pain, cramping, bleeding from unknown to recovered/resolved were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.